Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed, "no disposable, clamp tubing." The patient had been instructed to stop and restart the pump, but the alarm had continued. As the patient had not wanted to remove the cassette, no additional troubleshooting had been performed. The patient had then been instructed to turn off the pump, clamp the tubing, and contact the clinic to determine whether they should come in earlier than their scheduled appointment. Pump settings had been reviewed: rate was 1.7 ml/hr, volume remaining was 6.4 ml, and volume given was 70.6 ml. No patient harm had occurred. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.